Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub) measures 5.8cm and the distal section (tubing only) measures 28.2cm. A 3cc syringe was attached to the catheter. Lot history indicates no related component or mfg issues and four product complaints of similar nature, which were recorded as user related. The catheter separated inside the hub. Under 5x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
The catheter broke at an unk location. No complications or pt injury reported.